Event description:
Device 1 of 3. Reference manufacturer report: 1627487-2010-00756 and 1627487-2010-01314. The pt received her scs system including an ipg, leads, and extension on (B)(6) 2007. It was reported that since the implant procedure, the pt experienced burning/overstimulation sensations at the ipg site when she turned her device on or off and when she charged. The pt reportedly fell around (B)(6) 2007 and now her lead impedances are all invalid. The ipg was replaced when the physician went in to check/replace the lead and/or extension. No product was returned to ans for analysis.

Manufacturer narrative:
Device 1 of 3. The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.